Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Moisture damage was noted on the electronic assembly. No black full screen or blank display noted during testing. Operating currents including low battery, failed battery test, battery out of limit alarm, and unexpected test were not verified due to constant motor error alarm. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and broken battery tube threads.

Event description:
Customer reported receiving a blank display and an error alarm. Customer attempted to rewind the insulin pump and received a motor error alarm and a battery out limit. Customer stated that they do not use the sensor feature and the piston was fully extended. Customer declined troubleshooting. Customer's most recent blood glucose reading was 168 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.